Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 4 months post implant of this bioprosthetic aortic valve, the patient presented with dyspnea upon mild exertion. A transthoracic echocardiogram (tte) revealed a mean pressure gradient of 43.5mmhg. Aortic stenosis due to calcification was diagnosed, and 11 years and 7 months post implant a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.